Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was identified that the customer's basal programming was unknown. The customer reported that after they got a new insulin pump and they did set it up but the blood glucose was going up. The customer request assistance with the pump programming. Troubleshooting was performed. The insulin pump will not be returned for analysis.